Event description:
Keypad button presses do not activate intended pump response. The patient reported that the keypad buttons became "finicky" several months ago, and now the patient has difficulty obtaining a response to button presses. The patient stated that she wears the pump under her clothing and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok, up arrow, and down arrow keypad buttons are intermittently responsive and require excessive force to obtain a response. It was observed that the keypad buttons stick, causing scrolling to occur. There was evidence of contamination found under all key contacts. The ok keypad button contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.